Event description:
It was reported that the pump battery was unresponsive, preventing operation. The pump battery would not charge despite use of known working charging cables, wall adapters, and outlets. There was no reported adverse impact to customer's blood glucose. The customer reverted to manual insulin injections for backup insulin therapy.